Event description:
The account generated low flagged htlv-I/ii eia results on a specimen that repeated reactive using the commander fpc. In 2007, the specimen was initially htlv-I/ii eia reactive (s/co=1.310). The specimen was repeated in duplicate in the next day with low flagged results for both replicates. The specimen was repeated again in duplicate using a manual method of pipetting with reactive htlv-I/ii eia results for both replicates (s/co=1.383, 1.586). Service was requested for the commander fpc. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process, no conclusions can be drawn. A final report will be submitted when the investigation is complete.